Event description:
It was reported that during an abdominal wall reconstruction with strattice, the device developed a 6 cm tear along the segment near the pubis while being sutured into place using #1 prolene. The surgeon repositioned the device to allow it to be cut and tied off. The patient was discharged with no complications. This is evaluated as a malfunction of the device which could cause or contribute to a death or serious injury if the malfunction were to recur. No serious injury was reported with this event.

Manufacturer narrative:
Method of evaluation: review of the device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from this lot. Results of evaluation: review of the device history record revealed that no deviations or nonconformances were encountered during processing of lot s10960. Results of all mechanical testing were within specifications. Query of lifecell's complaint management system revealed that as of (B)(4) 2012, there were no other complaints reported to lifecell against lot s10960. As of (B)(4) 2012, there were (B)(4) devices distributed from this lot, including(B)(4) devices reported as implanted. Conclusion: the complaint-related device was not returned to lifecell. Based on internal investigation, the device met qc release criteria, including mechanical testing. Device not returned to lifecell.